Manufacturer narrative:
Follow-up # 1 ¿ (02/27/2015). The patient¿s meter has been returned on 1/29/2015 and evaluated by lifescan product analysis on 2/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results on their one touch verio sync meter. The reporter claimed obtaining a blood glucose reading of "193mg/dl" with the subject meter and "131mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.